Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. Reported event of inadequate capture was not confirmed. Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, at the first mapped location, the capture threshold was inadequate. After attempting a second location, it was observed the lp helix was stretched. The device was removed, and a different system was implanted. The patient was stable.